Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Between the (B)(6) 2015 and the (B)(6) 2015 the device recorded multiple manual power ons, mainly of 10 minute duration. The device successfully performed all weekly auto self-tests between the (B)(6) 2015. Further multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the (B)(6) 2015 and the last log entry on the(B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.